Event description:
It was reported by (B)(4) report that the head section had a broken load wheel casting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.